Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator. Localized charring is observed on both molded insulators located on the grip tips. Electrical continuity test was performed and passed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 6mm maryland bipolar forceps instrument had a clip in the tip. The procedure was completed with no reported injury.